Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a burst balloon. The device was placed and the balloon was inflated to 40 ml then burst. Another device was placed and was inflated to 35 ml.

Manufacturer narrative:
After receiving this complaint, we could not search for other complaint as the lot number is not available. Checking the quality databases revealed a corrective and preventive action is ongoing. Unfortunately we have not been given sufficient information to perform an investigation. This complaint will be used for trend analysis. From experience, silicone balloon burst could come from various causes. In this cases we can not identify any specific root cause as insufficient information has been provided to do so. In parallel, a specific trend is monitored regarding the silicone balloon issue through a CAPA.